Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found; full lead returned and analyzed.

Event description:
It was reported that the right ventricular (rv) lead was extracted due to a lead dislodgement. The rv lead was also found to have caused chest wall stimulation following its initial implant. A computer tomography (CT) scan shows a possible anterior rv free wall perforation. A new rv lead was implanted and testing yielded excellent pacing and sensing values with no diaphragmatic stimulation at maximum output. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 4194 implantable pacing lead: (B)(6) 2006. A 5554 implantable pacing lead: (B)(6) 2004. (B)(4).